Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v190606, implanted: (B)(6) 2009. Product type: lead: product ID neu_un known_prog, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and a few days prior to report the patient noticed symptoms return like the days prior to their implant. It was stated the patient was thinking that if they could turn their stimulation up that would help their symptoms. It was noted the patient hadn¿t had to touch their programmer for two years because the settings were working. Reportedly, the patient needed to release their bowels and then they could urinate. The patient stated they tried eating more fibrous foods and stool softener but that wasn¿t having an effect. It was noted the patient had no stimulation sensation and hadn¿t felt stimulation for a long time but the therapy was working for them. It was stated the patient recently started taking new medicine because of their heart and in the past month or so the patient went to a concert and felt dizzy and light headed and they gave the patient oxygen and saline solution and was put on a potassium pill. It was noted the patient thought maybe the potassium pill could be constipating them. Reportedly, the patient got a poor communication screen on their programmer with and without the antenna attached when they tried to adjust stimulation. It was stated recently it had gotten really bad and the patient got nervous sitting on the toilet and pushing. The patient noted that the week prior to report the patient started getting nervous and they had heart failure and their count was "22 and 25" which they knew wasn¿t good. Reportedly, prior to implant, the patient would ¿just get such pressure and burning¿ and the patient stated the past few days prior to report had been like that again. The day of report, the patient had a urine sample taken to their doctor for a urinary tract infection test. The patient was still waiting for the result.

Manufacturer narrative:
(B)(4).